Event description:
According to the reporter, during robot assisted thoracoscopic surgery segmental resection, at the time of lung parenchyma resection, on the 3rd firing of the reload, there was no abnormality until when using the reinforced at the last of the parenchyma resection, the fire speed suddenly increased from the middle and it was fired to the end, after that, the open button was pressed to attempt to open the jaws, but could not be opened, when looking at the display, a power handle error was found to appear, as a response, there was a possibility that the anchoring suture had not come off due to the use of the reinforce, so the power approach was not used and manual approach was performed, but it did not respond. The manual adaptor tool was used to forcefully open the jaws of the cartridge to fix the issue. It was also reported that there was difficulty in removing the reload. The staples had also been fired until the end, and no leak was noted, the operation was continued with the same devices as it was and completed. The surgical time was extended for more than 30 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10 concomitant product/s: sigphandle sig power sigphandle handle lot/serial #:(B)(6) sigtrs60axt tri 2.0 sigtrs60axt 60 xtra thk 15mm lot/serial #:(B)(6) sigpshell sig power sigpshell control shell lot/serial #:n0l0553y additional information: d10, g3 new information has been received, and reassessment of the complaint found that it is no longer a reportable issue. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.